Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The recommended replacement time (rrt) for the subject device was reached in (B)(6) 2020. However, no remote monitoring alert was reportedly triggered.

Event description:
The recommended replacement time (rrt) for the subject device was reached in (B)(6) 2020. However, no remote monitoring alert was reportedly triggered.

Manufacturer narrative:
The preliminary analysis revealed that the reported event is due to an issue with the remote monitor.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The recommended replacement time (rrt) for the subject device was reached in june 2020. However, no remote monitoring alert was reportedly triggered.